Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 420mg/dl. The customer states they treated the high with the pump. The customer was unable to troubleshoot at the time of call. The customer will be returning set and reservoir for analysis and receiving replacements.